Event description:
It was reported that during device upgrade, externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. The lead was explanted. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 8.2-9.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.